Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages after the cartridge was filled with 150 units to 200 units. Reportedly, the customer did not perform the air extraction technique. The customer's blood glucose (bg) level was upper 200's (mg/dl) to 310 mg/dl. The customer addressed their bg level by monitoring what they ate as well as took invokana. The customer loaded a new cartridge successfully.